Event description:
During service by baxter, loose gear box was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility reported a pump with channel a gear box does not open fully after use. Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed loose gear box caused the channel a gear box does not open condition. Replaced the pump head module assembly on channel a. The pump was tested for proper operation and pump found to function properly.